Event description:
Per the clinic, on (B)(6) 2014 the patient was seen in the emergency room due to infection at the implant site; she was prescribed oral antibiotics (duration not reported). On (B)(6) 2014 the patient was again prescribed oral antibiotics (duration not reported) due to infection and drainage at the site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.